Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2025, a patient in united kingdom underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced increased stoma site discharge since the tubing change. On (B)(6) 2026, the excessive discharge smelled like food, the patient's skin was excoriated, blisters developed and the patient was treated with unknown antibiotics.